Event description:
Medical personnel responded to a cardiac arrest, pt condition not reported. Disposable defibrillation electrodes, new out of the package, were attached to the pt. Reportedly, the device indicated connect electrodes and use of the device was inhibited. A back up device was obtained and care to the pt was continued. The reporter stated there were no adverse affects to the pt as a result of device operation.